Event description:
It was reported to philips that there was no connection between the device's tube and system, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite confirmed that the system was not booting up. Upon troubleshooting actions, fse identified that the suite pc was starting. Fse replaced the suite pc and installed the software. The defective suite pc was returned for analysis, and it was concluded that the failure of the suite pc was due to no power supply in s61-unit non-functional/dead. After replacements of suite pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.